Event description:
The patient had an accident in the bathroom. The external equipment was checked and was seen to be ok. However, further testing showed high impedance, indicating that the active electrode has been damaged.